Manufacturer narrative:
Updated fields - b4, e1(initial reporter, event site email), e2(occupation), g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse mentioned that the unit showing check iab catheter" message and "drive manifold" may be defective. Need to cross check with another spare part. Checked with the new "drive manifold" and found that compressor defective. Need replacement. 11.06.25 : customer has informed verbally that they did not want to purchase the part. So the order will be closed.

Event description:
N/a

Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) displayed a check iab catheter error. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 full event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.